Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had no ECG waveform. There was no patient involvement.

Manufacturer narrative:
The control pca, parameter pca, and power pca were replaced to address the reported symptom. We are unable to determine the cause of the reported symptom as multiple parts were replaced. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted. One control pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this control board.